Event description:
The user states that the hearing performance with the device has worsened since undergoing a thorax surgery in 2023. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user states that the hearing performance with the device has worsened since undergoing a thorax surgery in 2023. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user states that the hearing performance with the device has worsened since undergoing a thorax surgery in 2023. The user was explanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. A correlation between the thorax surgery and the damage found is unlikely. This is a final report.